Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imaging unit may have been damaged by an overcurrent. The cause of the overcurrent could be a large inrush current from the light source side, but it is highly probable that it occurred accidentally. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was no image with the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed a black screen and no image, due to failure of the imaging unit. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon further evaluation, service found the bending angle was lacking due to stretching of the angle wire, and the curved rubber was cut due to external factors. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was later reported the event occurred during preparation for use for in a endobronchial ultrasound-guided transbronchial needle aspiration (ebus-gs-tbna) they observed no image displaying at all. There was an approximate ten (10) minute delay to allow the physician to switch out the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on feedback provided.